Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer declined troubleshooting for the issue. Customer¿s blood glucose level read "high" on the continuous glucose monitor. Elevated blood glucose was addressed by bolus via the pump. Reportedly, customer continued to use the pump for insulin therapy.